Event description:
Caller alleged imprecision with inratio meter. Result as follows: date: (B)(6) 2010. Inr: 1.6 (9:00 am), 2.6 (1:00 pm), 2.5 (3:00 pm).

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 2.6, 2nd inr: 2.5, mean: 2.55, sd: 0.07, %cv: 2.77. The 1.6 inr was excluded from comparison test since the time of test was more than three hours from the other tests. There is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for the comparison to be valid. Analysis of customer's data revealed that repeated inratio test result comparison meet precision criteria. Customer's results are not considered discrepant within the context of documented variability for inr testing. No further investigation required at this time. No product is expected to be returned. No product information was provided by the customer. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.